Event description:
A pt was implanted with a 2.0mm ti mlp pre-bent tension band plate, a 2.0mm ti mini locking plate, 2.0mm ti cortex screw self-tapping x 4, and 2.0mm ti cortex screw coarse pitch self-tapping x 4 for a mandibular fracture on (B)(6) 2011. The pt was returned to the operating room on (B)(6) 2012 for removal of intact hardware due to (B)(6). The surgeon indicated she did not believe the infection was related to the hardware. The pt had completely healed and no new hardware was placed. This report is #7 of 10 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.